Manufacturer narrative:
Returned device was received in good physical condition. There was visible contamination by the "l" bracket pole clamp. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated. There was no external damage or contamination to the interconnect board or speaker. The device was cleaned and greased and the speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a primary audible alarm. No adverse events were reported.